Event description:
It was reported that it was difficult to load the clip into the jaws. In addition, once the clip was loaded, it would then fall out half formed and fall off the vessel. The device was fired a couple of times and the same thing occurred with all clips being retrieved. The case was completed with a er320. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.